Event description:
Proglide did not deploy properly. A new device had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for proglide, (brand not provided) (per site reporter). Product has been picked up for evaluation.